Event description:
The customer reported that vitals went below set limits and the monitor did not harm. No pt harm reported.

Manufacturer narrative:
(B)(4): the customer reported that vitals went below set limits and the monitor did not alarm. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.